Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with missing retainer ring. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: cracked keypad overlay, keypad overlay texture damage, pillowing keypad overlay, missing display window/cover, battery tube threads - cracked, broken belt clip rails, cracked case (battery tube), cracked case-corner of belt clip rails, cracked case, scratched case, end cap address label missing, broken reservoir tube lip, detached retainer and missing o-ring (reservoir tube). In conclusion, customer concern for cosmetic damage was confirmed at the battery compartment when broken belt clip rails, cracked battery tube case, cracked case corner of belt clip rails and cracked battery tube threads. Retainer ring damage was confirmed during visual inspection when detached retainer, missing o-ring on reservoir tube and broken tube lip were noted. Reservoir unable to lock into place was confirmed due to detached retainer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported physical damage to pump. The customer reported no adverse event.the event involved product mmt-1780kpk. Troubleshooting was performed but issue was not resolved. No harm requiring medical intervention was reported. Product return was requested for mmt-1780kpk and insulin pump was retuned for analysis.